Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found one haptic and piece of optic missing. Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cq2015a, +17.5 diopter, implantable collamer lens tore during loading. There was no patient contact. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.